Event description:
It was reported that the needle was discovered to be rusty with a bd syringe 3ml ll 23ga 1-1/4in. This occurred on 246 separate occasions prior to use. The following information was provided by the initial reporter: rusty needle.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: two photos were returned for investigation. From the photos, observed foreign matter on needle. Sample evaluation: 74 sample was returned for investigation. From the sample, observed foreign matter on surface of cannula. All samples subjected to visual inspection and 69 failed the foreign matter inside fluid path. One sample subject to corrosion resistance test and results did not have any sign of growth from cannula steel after corrosion test completion. The foreign matter was sent for the microscope fourier transform infrared spectroscopy (ftir) test and scanning electron microscope-energy dispersive x-ray (sem-edx) to determine the foreign matter type. The ftir result shows that the spectrum of the foreign matter had no good match available in the library. The spectrum did not show any significant organic peaks. The sem-edx from foreign matter was mainly composed of iron (fe), oxygen (o), chlorine (cl), and carbon (c). The foreign matter from samples possibly to be iron oxide (likely rust). The corrosion of the cannula is possibly to be due to presence of chlorine. The investigation was able to confirm the customer experienced based on the evaluation performed on the returned samples. Conclusion: based on the sem-edx, the foreign matter possibly to be iron oxide (likely rust). The corrosion of the cannula is possibly to be due to presence of chlorine. Needle assembly process has been reviewed, there is no presence or any significant amount of chlorine at the machine that can cause the cannula to rust. The machine is enclosed with minimal human intervention and it is unlikely chlorine can get into contact with the cannula. Based on the above investigation, the nonconformance could possibly come from outside of the manufacturing facility. H3 other text : see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was discovered to be rusty with a bd syringe 3ml ll 23ga 1-1/4in. This occurred on 246 separate occasions prior to use. The following information was provided by the initial reporter: rusty needle.